Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): serf 46-2023 patient was revised with hip dislocation and was out for a week so the leg was vary contracted. Surgeon first started by removing dual mobility and putting in a constrained liner tried to reduce a 32 +5 head but with the leg being contracted, it was unable to get the hip reduced, then tried a 32 +1 head and after many attempts. Surgeon finally reduced the hip but cracked the top of the constrained liner, after 30 minutes of removing the constrained liner surgeon went with a 36 +4 10* liner and 36 +8.5 head.